Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited low out of range pacing impedance measurements less than 200 ohms resulting in activation of the lead safety switch (lss) feature. Noise, oversensing and some pacing inhibition was observed when the lead was programmed to unipolar configuration. An invasive procedure was performed. The device was explanted and replaced and the lead remains implanted and in service. No additional adverse patient effects were reported.